Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, a basal iq pump was in use at the time of the event, and customer thought the pump auto adjusted insulin therapy. Tandem technical support educated the customer on basal iq features, and educated the customer on only control iq pumps auto adjusting insulin. A bolus was delivered to address bg level.